Manufacturer narrative:
Corrections: d3, e4, h5, h8. D6 should have been left blank.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported their automated impella controller (aic) could not recognize its purge disc. An alert sounded. The latch of the purge disc was broken, so the aic was swapped. No patient harm has been reported.